Manufacturer narrative:
The device was returned for investigation. Upon inspection and testing, the internal registers of the device (buffer) presented with count of communication errors (turret b position error, and error light guide). However, inspection and testing of all the returned units internal and external components found to be in good condition and functioning correctly. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus employee reported during training and demonstration of this evis exera iii xenon light source, the device exhibited communication error code e200 "clv turret err." It was further reported the leds on the panel blink and the equipment allows the image display and xenon lamp ignition, but the equipment omits other functions such as narrow band imaging. It was reported that this was an out of box failure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The repair could not confirm the phenomenon. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿error message: clv turret err e200 contact olympus. Possible cause: the light source has broken down. Solution: immediately turn off the light source, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.